Manufacturer narrative:
This report is submitted on september 4, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. There are plans to reimplant the patient with a percutaneous baha implant system, however, this has not occurred as of the date of this report.